Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the hospital for the laparoscopic procedure. Prior to that procedure when the settings were changed, it was noted that the device had reached eri and eos has been detected on (B)(6). Mis-indication issue was suspected. It was stated that if there was a fact which ablation or MRI were conducted or the procedure using a cautery that was performed on (B)(6), it might be the reason why the device abruptly reached eos. If not, it could be said that eos was wrongly detected. A firmware was downloaded, and eos was reset. Device remains implanted. There were no adverse consequences to the patient.